Event description:
Event desc: surgeon used fascia stripper to obtain fascia to be used in a blepharoptosis repair. It was very hard to use and another procedure had to be performed to obtain the fascia. When the instrument was taken to the processing room to be cleaned, it was noted that a screw was missing. The pt's leg was x-rayed and showed a retained screw. The screw was surgically removed. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Harvesting of fascia. Device usage problem: device failed (e.g. Broke, couldn't get it to work".